Manufacturer narrative:
Concomitant: product ID 8703w, lot# l45239, implanted: 1997-(B)(6), product type catheter. Product ID 8840, product type programmer, physician. (B)(4).

Event description:
It was reported that the catheter became disconnected from the pump approximately 2 months prior and the patient developed a huge pocket of spinal fluid around the pump. The pump was also flipped. At the time of report the pump was underneath 4 cm of fluid and there was so much fluid that the health care professional (hcp) couldn¿t interrogate the pump. Thehcp was concerned that the pump would run dry before the revision could be performed. The hcp reported that a revision would be performed. Additional information received reported that the patient had swelling in the pocket region, with no lumbar swelling. The cause of the flipped pump was reported as ¿the pocket became full of fluid vs. Unknown¿. The catheter issue was identified after a physical exam followed by plain x-ray. At the time of report the positioning of the pump was not corrected. No catheter or catheter segments were left in the patient. The patient chose to explant rather than reconnect. At the time of report the patient did not recover, symptoms/issue ongoing. There was a planned explant within the following two weeks. The pump was used to infuse gablofen. If additional information is received, a follow-up report will be sent.